Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user tried to clear the error message by following the displayed instruction "pull up the lifeband and restart". However, the drive shaft remain stuck when they try to remove the lifeband clip out of it and could not be rotated to the home position" was confirmed during the functional testing and based on the archive data review. Usually, the ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the slot on the drive shaft to put the lifeband clip into was facing downwards, which is upside-down from the usual direction. Most probably, when the customer tried to turn the drive shaft in an attempt to get their lifeband clip out of it, the drive shaft could have got stuck upside-down, as a result of user error. Upon visual inspection, no physical damage was observed. The autopulse platform was manufactured in august 2015 and is almost 5 years old. Initial functional testing of the autopulse platform could not be performed due to stuck drive shaft. The archive data showed occurrence of multiple ua45 error messages on the reported complaint date. The clutch plate was deburred and the drive shaft was rotated to home position after the deburring process to address the reported complaint. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the autopulse platform (sn 23844) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user tried to clear the error message by following the displayed instruction "pull up the lifeband and restart". However, the drive shaft remain stuck when they try to remove the lifeband clip out of it and could not be rotated to the home position. No patient involvement.